Event description:
It was reported that the right ventricular (rv) lead had slowly rising and high impedances possibly due to tissue/lead interface fibrosis or a substrate cause. It was also reported that the rv lead was unable to sense r-waves in the bipolar configuration. The rv lead remains in use and the device was changed out for one that could be programmed to a unipolar sensing configuration. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: yrirhxc1685 stent graft, (B)(6) 2006; yrechxc1655 x2 stent graft, (B)(6) 2006; bfxc2816135 stent graft, (B)(6) 2006; 5076-52 implantable pacing lead, (B)(6) 2011. (B)(4).